Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
The ventilator in use for a tracheostomised patient suddenly ceased operation and displayed a ?user interface issue? Alarm on the screen. Immediate manual ventilation using an ambubag was initiated by the nurse in charge who witnessed the incident. The respiratory therapist promptly replaced the ventilator with another device. The patient remained stable throughout the event, with no episodes of oxygen desaturation or signs of respiratory distress observed. No further complications were noted following the incident.